Event description:
Additional information received indicated a new right ventricular (rv) lead was successfully implanted. The patient was stable.

Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an unrelated procedure, the right ventricular (rv) lead was explanted due to an unrelated infection. During explant and diagnostic imaging, rv lead externalization was observed. The patient was in stable condition and rv lead implantation is anticipated to be performed.